Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing air prior to filling the cartridge. Tandem technical support educated the customer on completing the cartridge air removal step prior to filling the cartridge. The customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.